Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing/service of said device, prior to its release. No problems or issues were identified during this review. The device was received for evaluation. The device was manufactured in 2019 and received in excellent condition. The device was filled with water and set up with temp check e5582 due april 2019. No audible alarms worked and the led's on the pcb (printed circuit board) were broken off confirming the customer's complaint. The device did run as intended except it would not alarm. The root cause of the issue could not be determined; but it is suspect customer caused damage. Action(s) taken to mitigate the reported issue(s): a new pcb (printed circuit board) was needed to correct the problem.

Event description:
It was reported that four leds broke off from the unit. No patient injury was reported.